Event description:
Related manufacturer reference number: 2017865-2023-94156. The patient was presented to hospital and hospitalized for an unspecified infection, sepsis and endocarditis. The physician explanted the pacemaker, right atrial lead and right ventricular lead. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.